Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The reported symptom 'air in line alarms' could not be confirmed through the event history log review or reproduced during evaluation. Review of the history log showed reload set alarms, which was experienced during evaluation. It is likely that the customer experienced a reload set alarm that referenced the air sensor, and therefore the complaint is verified as a reload set alarm. The ultrasonic sensor was determined to be the failing component and was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an air line alarm. There was no patient involvement. No additional information is available.